Event description:
The patient's thermal heart temperature probe does not accurately correlate the correct temperature of the very low birth weigh infant, which causes false low skin temperature readings and increases the isolette temperature. This over heats the infant. Infant found with axillary temp of 37.9 celsius. This is occurring only with one type of small baby thermal heart probe with foam backing (ref# (B)(4)). Noted over the last couple of weeks the similar elevation in temperature only with this type of probe (not usually stocked on our unit-we were sent a different probe). Despite routine q3h change of these new probe site thermal covers and routine site change taking care not to have infant blankets cover it or baby lay on probe, infant is noted periodically to have this elevated temperature. All probes have been removed from the unit. Manufacturer made aware by nurse manager. Per hospital, the manufacturer informed hospital staff that they have not heard of this problem before with their probes.